Event description:
It was reported that a user paused ilet insulin delivery for several hours while showering, after which blood glucose rose to 336 mg/dl and subsequent automated corrections and a ghost meal announcement were followed by a blood glucose of 44 mg/dl; the event involved troubleshooting and education related to infusion set and cartridge use, pump operation, and user behavior. Symptoms included hyperglycemia and urgent low and low glucose. Outcomes included self-management with oral glucose and a meal without hospitalization. Investigation included user interview, product use review, and education on avoiding ghost meal announcements and on not disconnecting or pausing insulin for exercise or routine activities. Investigation of this case revealed user-induced interruption of insulin leading to hyperglycemia and overcorrection dynamics contributing to hypoglycemia, with device function not implicated. It was concluded that the event resulted from use error and resolved with counseling on appropriate pump use and treatment of low glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.